Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an infusion set introducer needle/steel needle fractured event during use on (B)(6) 2025. Infusion set was used for two days. The insertion site was the gluteos. No further information available.